Event description:
End user was using the walker when one of the legs on the frame broke, causing them to fall and hit their head and shoulder. This resulted in them sustaining a cut on the head, which required treatment and stitches.